Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -2.50/1.50/155 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6)2023 the lens was explanted due to the surgeon implanting the left lens into the right eye. On (B)(6) 2023 a replacement lens was implanted and the problem resolved. Cause of event was user error ( mixing up od and os,only difference was axis).

Manufacturer narrative:
(B)(4).